Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system is booting and giving an error initializing collimator. The manufacturer representative (rep) has attempted to reboot with no resolution. No patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the coly was stuck open (not moving) upon bootup, invalidated home rehomed, system functioned as normal, rebooted and system functioned, again rehomed, rebooted and system functioned. Tested collimator blades (open and shut), verified no drifting of blades during 3d spin (coly / colx at 1.2623 steady), several 2d and 3d spins completed, system checkout passed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.